Event description:
The customer reported hat the table only powers on for a few moments then shuts down. Battery indicator is flashing and table doesn't seem to charge. Not able to run functions with remote or keypad. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device was checked and a possible defective power entry plug was identified. The plug was replaced and device functioned as designed. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
The customer reported that the table only powers on for a few moments then shuts down. Battery indicator is flashing, and table doesn't seem to charge. Not able to run functions with remote or keypad. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
During the investigation it was found that the table was not charging when the power cord was plugged in and the table was also not working on ac power. The field service technician replaced the integrated plug (where the power cord is plugged in). The table was then charging and working again. The technician tested the removed integrated plug again and it was working. Therefore, it is not a defect of this component. The log files of the table confirmed that the batteries were no longer charged after a certain point. The battery voltage decreases constantly. The cause for this cannot be determined from the log files. A possible cause is a loose cable at the integrated plug that the table could not be charged or operated. The root cause could not be identified exactly. Based on this information, no further action is required.